Event description:
Patient reports she changed her remodulin syringe yesterday morning. She drew up 2ml and set her pump rate to 0.018ml/hr. About 24 hours later, she got an error that there was low volume left and she had 0.035ml left. This would mean that pump was infusing too quickly. Patient does report she experienced nausea, diarrhea, dizziness yesterday but is feeling better today. She called md who advised her she may need to change her site and switch her pump. Patient called pharmacy and was instructed to change her site (per md) and switch to her other pump. Error occurred while patient was using the pump. Side effects will be reported. Pump will be replaced and patient will return malfunctioning pump for investigation, sn (B)(4). No other information provided. Dose or amount: 9.8ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2017 to current.